Event description:
The customer's material manager reported that during an acl repair that the metal faceplate on their vapr side effect angled electrode fell off into the patient's joint space. The surgeon retrieved the broken piece with a pair of graspers. The device was used 3 times during the procedure for short bursts only and during the 3rd time the metal tip came off in the joint. The surgeon was finished with the device at that time and completed the procedure with no patient consequences. There was a ten minute delay in the procedure. No x-rays were needed. The device is being returned for evaluation. (B)(4).

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. Upon visual inspection, the device shows signs of activation but a large section of the insulating ceramic is missing, confirming the complaint. Damage of this nature would suggest that tip of the device has been subjected to excessive forces within the joint space during use. No electrical or functional tests were conducted due to the condition of the electrode. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. At this time, no further actions are warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The customer's material manager reported that during an acl repair that the metal faceplate on their vapr side effect angled electrode fell off into the patient's joint space. The surgeon retrieved the broken piece with a pair of graspers. The device was used 3 times during the procedure for short bursts only and during the 3rd time the metal tip came off in the joint. The surgeon was finished with the device at that time and completed the procedure with no patient consequences. There was a ten minute delay in the procedure. No x-rays were needed. The device is being returned for evaluation. (B)(4).